Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. The balloon and balloon bonds were microscopically examined and no damage or irregularities were found. Microscopic examination and tactile inspection on the shaft revealed that 9mm distal of the proximal markerband (under the balloon), the inner shaft was kinked and had a hole. Functional testing was performed by attaching an inflation device filled with water to the hub of the device. When positive pressure was applied, a stream of water emitted from the hole in the inner shaft. The damage may be consistent with perforation of the inner shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a shunt in a mildly calcified and moderately tortuous upper part of anatomic site of the unspecified vessel. A 4.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in a shunt in a mildly calcified and moderately tortuous upper part of anastomic site of the unspecified vessel. A 4.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).